Event description:
During a laparoscopic sigmoid resection clips shot out of the device. This occurred with the first two firings of the device. The clips were removed from the abdomen. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred.